Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set was leaking from site due to which hyperglycemia occurs within 40 hours of use. High blood glucose level was 3187 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.